Manufacturer narrative:
The device was not received for evaluation and this product is end of life (eol); therefore, a device analysis was not performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an as50 syringe pump was inoperable. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.